Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited high pacing impedance values greater than 2000 ohms. The individual who called into boston scientific technical services (bsc ts) indicated he/she would like an absolute impedance value. Bsc ts discussed, however, that unless the impedance was within the range of greater than 200 ohms and less than 2000 ohms, no absolute value will be provided. Bsc ts suggested that the lead be checked by performing isometric and pocket manipulations to see if an impedance value can be obtained in order to rule out a connection versus a conductor issue. It should be noted that the associated right ventricular (rv) lead is a competitor's product. There were no adverse patient effects reported. Subsequently additional information was received that a right ventricular (rv) lead replacement procedure took place. The competitor's lead was replaced with another competitor's lead, and all measurements were observed to be within a normal range. There were no adverse patient effects reported.